Event description:
Additional information was received from the patient (pt). They reported that the wire to the charger stopped working and would not charge their implant. Pt reported they contacted their rep and got a new device. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that they had a back surgery a couple years ago and they did a CT scan and "the original doctor who was the army doctor that put in the lower back one apparently wadded up the wires that were left over and put them on top of my spine so when they tried to do the CT scan they were having trouble seeing through those wires, and when they did the back surgery they went to my stomach because when hcp changed out the machine last time, they didn't change out the wires and had they known they looked like a big bowl of spaghetti, they would have asked hcp to change them out".